Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur.

Event description:
It was reported a patient underwent a right total knee arthroplasty on (B)(6) 2001. Subsequently, a revision procedure has been indicated due to instability; however, no revision procedure has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, ¿dislocation and subluxation due to inadequate fixation and improper positioning.¿ product location unknown.

Event description:
It was reported a patient underwent a right total knee arthroplasty on (B)(6) 2001. Subsequently, a revision procedure has been indicated due to instability; however, no revision procedure has been reported to date. Additional information received reported that patient underwent a revision procedure on (B)(6) 2016 due instability and dislocation. During the procedure, the tibial bearing was removed and replaced.